Event description:
It was reported that the patient presented in-hospital after fainting. High impedance was observed and capture threshold could not be measured. X-ray found lead fracture. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.